Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was broken in three segments, confirming this complaint. The segments measured approximately 8.5¿, 6.0¿, and 0.5¿. Based on the laser markings, it can be determined that the small 0.5¿ segment broke off one of the ends of the guidewire. Additionally, the broken ends of the guidewire were bent. This device failure is typically observed when the device is handled with excessive bending force. This failure can be attributed to user error. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes (B)(4) complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that during an acl the nitnol guidewire in the customer's acl disposable kit fractured in two different places. The sales rep stated that the first time it broke was outside the patient near the screwdriver handle while tensioning the graft and confirmed nothing fell in the patient. The second time it broke inside the patient in the tibial tunnel during inserting the screw. The sales rep stated that the broken piece was removed from the patient with no further issues and no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences but there was a 25 minute delay in the case. The sales rep stated that the bone quality of the patient was average. The device will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that during an acl the nitnol guidewire in the customer's acl disposable kit fractured in two different places. The sales rep stated that the first time it broke was outside the patient near the screwdriver handle while tensioning the graft and confirmed nothing fell in the patient. The second time it broke inside the patient in the tibial tunnel during inserting the screw. The sales rep stated that the broken piece was removed from the patient with no further issues and no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences but there was a 25 minute delay in the case. The sales rep stated that the bone quality of the patient was average. The device will be returning for evaluation.